Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable and increased pacing thresholds post-operatively. The implantable pulse generator (ipg) exhibited intermittent pacing. The physician added slack to the ra lead. Once the pocket was closed, the ra pacing thresholds increased to high levels. The lead was re-positioned and remained in use. Again, pacing thresholds were high and intermittent non-capture was noted. The lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.